Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indication for use was non-malignant pain and peripheral neuropathy. The patient reported that both the handset and the communicator were not working anymore and stated "the thing that you push the button I guess the medication won't come up at all". The patient also mentioned the handset won't charge or hold a charge; normally they kept the handset charged all the time and they can hear "something is shaking inside" the communicator. The patient tried to turn on the handset, but it won't turn on all the way, "it stays on 1 page". A request was sent to the repair department for a replacement communicator due to rattling noise inside the communicator; unresponsive and the agent warm transferred the patient to hcit (healthcare information technology) for the handset issue.

Manufacturer narrative:
Continuation of d10: product ID tm90t0 serial# (B)(6) product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 02-nov-2020, UDI#:(B)(4). H3: analysis of the communicator found ¿micro usb charge port is loose and tm90 recharging circuitry is damaged (l3)¿. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.